Event description:
It was reported that during an unrelated procedure; the device was unable to be reprogrammed to a different pacing mode. The device was explanted and replaced to resolve the event, and the patient was in stable condition. The physician alleged the event was related to a patient accident and not related to the performance of the device.

Manufacturer narrative:
The event of communication problem was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Field session record indicated 80 minutes of high-power telemetry on the device. Excessive usage of high-power telemetry would cause the rf function to be temporarily disabled in order to preserve battery power. It could take up to 24 days for the device to regain rf telemetry. Analysis performed did not show any anomalies, and the device was able to be interrogated via rf telemetry. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.